Event description:
The customer reported that a patient received a burn at the return electrode site during a knee arthroscopy procedure. The surgeon was using a cool cut 90. The output power was increased from 110 to 180, then again to 220. The burn occurred on the patient's upper inner left arm. It was described as 2nd degree, 4x5 inches. The patient was discharged with silvadene cream. The patient had a follow up visit with the wound clinic and was showing improvement. She was given a topical treatment and duo derm dressing.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.